Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, to update section h3, and to provide the completed investigation results. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon leak testing of the returned sample. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon visual and leak testing of the returned sample. One 6 fr 119 cm r2p destination sheath assembly, dilator and the valve assembly were received for product evaluation. No other accessory components were returned. The sheath and valve assembly were mated together, the two components were mated securely without issue. The components were subjected to visual analysis and no damage was noted on the sheath or the valve assembly. There was also no damage noted on the dilator. The device was subjected to leak testing by flushing water through the side tube while the valve assembly was mated to the sheath, there was no leaking noted on the de completed investigation results.vice. The complaint cannot be confirmed for assembly difficulty. No damage was noted on the device and the components were able to be assembled securely without issue. The device also passed leak testing, confirming the components were securely assembled. The cause of the event cannot be determined however it is likely that the sheath was not tightly connected to the valve assembly prior to use of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 07june2021: based on the facility record, the device sheath and dilator were not mated.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction on reportability of this report. This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no assembly difficulty. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the hemostatic valve, side tube and three-way stopcock were not mated with the hub of the catheter. When the guiding sheath was unpacked, the hemostatic valve was not mated with the hub of the catheter of the guiding sheath, therefore, the side tube and three-way stopcock were also not mated with the catheter as they are attached to the stopcock, and fell into unclean field. The guiding sheath was not used and replaced with another guiding sheath to continue the procedure. Subsequently, the procedure was successfully completed. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.